Event description:
Staff member was doing a pivot transfer in the bathing area, by positioning the resident properly on a lift hygiene chair. The outside seat support popped out of position making the resident lean out. Staff member moved to support resident from falling and in doing so strained staff member lower back.